Event description:
On return to verathon, a glidescope gvl 3 video laryngoscope (reusable) was found to be broken at the camera. There was no report patient impact.

Manufacturer narrative:
Device evaluation summary: an inspection showed the glidescope gvl 3 was broken at the camera, the cleaning cap was missing and the serial number label was missing from the device.